Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and missing endcap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 70 mg/dl. The customer stated that he had taken the insulin pump off to take a shower, but the device was left in the room with shower moisture prior to the alarm occuring. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.